Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the of the reported e315/no image issue could not be determined, as the issue could not be reproduced; the device was found to perform to specification. It was noted that the issue was likely caused by the defective camera head which was used in combination with the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center showed the error code e315 (non-compatible endoscope) and had no image. The issue occurred during preparation for use for a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.